Manufacturer narrative:
The reported defect was a hole in the drape material observed during use, confirmed through customer image. No sample was returned for evaluation. Review of the device history record and manufacturing controls showed no non-conformances, and all procedures were followed. The root cause could not be determined. Risk was assessed as low, and a quality alert was issued.

Event description:
It was reported that during setup for a mini avr case, a hole was observed in the drape covering the slush/warmer machine after it was filled with saline and running. Saline leaked under the cover and out of the bottom of the machine, contaminating the sterile field. The entire sterile field had to be broken down and reset, causing a minimal delay. No patient injuries, infections, or complications were reported.